Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (IFU), states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulties. The investigation determined that the reported needle to cuff miss and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: the device was initially reported as returning for analysis but has now been reported as not returning because it was discarded at the account.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - failure to follow steps / instructions.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a proglide device after a percutaneous transluminal angioplasty interventional procedure using a 6f sheath. Femoral imaging was not performed. Reportedly, the suture was not present when the plunger was removed (a cuff miss occurred). A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.